Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's motor was not functioning properly during priming. Customer reported that on two separate tries, the motor did not stop when it hit the reservoir. Blood glucose level at the time of the incident was 229 mg/dl. The customer reported that on a third attempt, he was able to get the device to prime properly. The customer stated that no alarms were returned and he did not recall whether or not numbers were ramping on the display. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.